Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 28 2007. The facility representative reported an infusion pump with failure code 810:11 during biomed testing. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) was found to be saturated. This conditoin caused failure code 810:11 to occur. The ail pcb was defective and was replaced.

Event description:
The facility returned the device for service. During service the baxter repair technician noted a defective air in line pirnted circuit board. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.